Manufacturer narrative:
The company service representative examined the system. And replicated the reported event. The nonconforming fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The fluidics module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The fluidics module testing was performed. The reported event was not replicated, and the fluidics module was found to have no problem. The reported event was not replicated and there was no nonconformity observed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was no air during fluid air exchange. The case was completed without patient harm.